Event description:
It was reported that the patient came to the hosptial with complaints of feeling sick. The patient's heart rate was at 45 paces per minute. The implantable pulse generator (ipg) could not be interrogated and did not respond when a magnet was placed over it. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the device was returned and analyzed. Analysis revealed the returned device revealed lifted hybrid bond wires. (B)(4).